Event description:
Indicated that interrogation of pt's generator at office visit revealed that normal mode output current was set to 0ma instead of 1.75ma and off time had changed to 60 seconds. Treating neurologist indicated that device diagnostic testing at previous office visit was within normal limits, indicating proper device function. Review of device programming history revealed that an interrupted lead test at previous office visit occurred, resulting in an inadvertent change (to lead test settings) in device settings as expected. The pt's device was not interrogated to confirm programming of prescribed settings upon completion of device diagnostic testing at previous office visit.